Manufacturer narrative:
H4: the lot was manufactured between july 7, 2023 - july 10, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The infusion finished 8-10 hours earlier than the specified time of 46 hours. This occurred during patient infusion. The device contained fluorouracil dose quantity sufficient to 230ml dextrose 5% in water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.